Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's legal guardian that a pod worn on the lower back between 5 and 24 hours, caused elevated blood glucose levels (up to 25.7 mmol/l (462.6 mg/dl) and high ketone levels (3.9 mmol/l), as confirmed by hospital testing. A potential communication error between the pod and the dexcom continuous glucose monitor (cgm) may have led to automated insulin delivery restriction. The patient was taken to nepean hospital emergency room (ER), where healthcare professionals advised removal and replacement of the pod. Fluids were administered to manage ketones, and blood tests were performed to rule out diabetic ketoacidosis. The patient remained in the ER from 1:30 pm to 8:30 pm. Dexcom has been notified.

Manufacturer narrative:
No timeouts or drive stalls were observed. No damages were observed that would contribute to the communication error. Inspection of the patient history buffer found no evidence of a communication error between the pod and cgm (continuous glucose monitor). The algorithm adapted appropriately to adjust insulin delivery during operation. No invalid estimated glucose values (egvs) were returned that would indicate evidence of a communication error. A root cause for the reported communication error could not be determined.